Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 14s crosser cto recanalization catheter was returned for evaluation. No kinks were noted to the catheter, no anomalies noted to transducer handle, saline hub, or distal tip. The outer catheter was noted to have a tear below the distal tip. Material separation also noted below the distal tip. Functional testing was not performed due to the condition of the device. Therefore, the investigation is confirmed for the identified material separation and material split, cut, or torn. However, the investigation is inconclusive for the reported activation problem and material deformation. A definitive root cause for the alleged activation problem, material deformation and identified material separation, material split, cut, or torn could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheter products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheter products are identified. (Expiry date: 08/2022), (device, result, conclusion) the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure, the catheter was allegedly damaged and stopped activation. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 08/2022). The catalog number identified in section has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in procode and PMA/510k.

Event description:
It was reported that during a recanalization procedure, the catheter was allegedly damaged and stopped activation. There was no reported patient injury.